Event description:
The patient reported experiencing blood glucose (bg) levels of 400 to 500 mg/dl starting (B)(6) 2011 until the pump was discontinued on (B)(6) 2011; the patient reported that the bg would go low after delivering a correction, no bg values were provided. The patient reported seeing her health care provider (hcp) regarding the issue and the hcp felt that there was something wrong with the pump. The patient reported that on (B)(6) 2011, the hcp discontinued the pump and gave the patient an injection of insulin via syringe which caused the patient to be hospitalized in a hypoglycemic coma. The patient reported bg has been good since being discharged from the hospital on injections. Customer support reviewed the pump with the patient. The patient confirmed that the pump settings were correct. There were no associated alarms except one occlusion alarm on (B)(6) 2011. The total daily dose was found to correctly reflect the basal and bolus histories. The patient reported no noted issues with the site or the set; the patient reported changing the tubing and site daily attempting to improve bg levels. Customer support advised the patient that from troubleshooting there was nothing to indicate a mechanical problem with the pump; the pump was replaced due to patient and hcp allegation that the pump was incorrectly delivering insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy. In addition, it was reported that shortly after the pump was discontinued and an injection was given via syringe the patient experienced a hypoglycemic coma.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box indicated that the pump was not in use for (B)(6) 2011. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display lens protective film was found to be damaged.